Manufacturer narrative:
Bayer product analysis received and examined the returned syringe. Visual examination identified a dark hair or fiber-like particulate, measuring approximately 35 cm in length, within the syringe barrel. Our investigation determined that the particulate noted in the syringe was likely introduced during the component manufacturing or assembly process. A 12 month review of complaint history determined the complaint rate to be 0.41 complaints per million (cpm).

Event description:
The site reported the following: the technician stated that a hair was observed in the syringe barrel. There was no patient injury reported.